Event description:
It was reported that this right ventricular (rv) lead exhibited a fracture, which lead to high pacing impedance. The lead was surgically abandoned and replaced with a new lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a fracture. The lead was surgically abandoned and replaced with a new lead. No additional adverse patient effects were reported.